Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photo provided. Customer returned one photo of a single syringe with an unk lot number. The consumer reported that when the nurse unscrewed the bd autoshield duo tip, the whole needle was still attached to the pen- bent, and exposed. The nurse said that this is the second time that this has happened. When the nurse tried to prime the needle again no insulin would come out of it, and it appeared that the needle was stuck into the wrong part of the bottom of the pen. The photo was examined and exhibited a slightly bent single syringe without any packaging or identifying markers. Therefore, since the patient end of the cannula was in fact bent, bending during use, needle clog, difficult to operate and does not detach as intended can all be confirmed. Due to the batch being unknown, no DHR review can be completed. Based on the photo received, embecta was able to confirm the customer¿s indicated failure root cause cannot be determined at this time as the lot # is unknown. H3 other text : see h10.

Event description:
It was reported while using bd autoshield¿ duo pen needle 30g x 5mm (100 count) the safety shield failed. There was no report of patient impact. The following information was provided by the initial reporter: when the nurse unscrewed the bd autoshield duo tip, the whole needle was still attached to the pen- bent, and exposed. The nurse said that this is the second time that this has happened. When the nurse tried to prime the needle again no insulin would come out of it, and it appeared that the needle was stuck into the wrong part of the bottom of the pen. Due to this malfunction, they are not positive the patient received the full dose of insulin the first occurrence that this was noticed. Response received on 20-jul-2023. ¿ are you able to provide the date of event(s) for both occurrences reported? - 7/7/23- confirmed date of second occurrence, unknown date of first occurrence ¿ were the same issues observed during the first incident? - yes. ¿ how many pen needle(s) was affected? - 2. ¿ is there sample available to return for investigation? - no. ¿ how was the patient outcome? - staff were unsure if the patient received the dose of insulin in one of the occurrences. ¿ was there any adverse event or serious injury reported? - no. ¿ was there any medical intervention needed? - no.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd autoshield¿ duo pen needle 30g x 5mm (100 count) the safety shield failed. There was no report of patient impact. The following information was provided by the initial reporter: when the nurse unscrewed the bd autoshield duo tip, the whole needle was still attached to the pen- bent, and exposed. The nurse said that this is the second time that this has happened. When the nurse tried to prime the needle again no insulin would come out of it, and it appeared that the needle was stuck into the wrong part of the bottom of the pen. Due to this malfunction, they are not positive the patient received the full dose of insulin the first occurrence that this was noticed. Response received on (B)(6) 2023. ¿ are you able to provide the date of event(s) for both occurrences reported? - (B)(6) 2023- confirmed date of second occurrence, unknown date of first occurrence ¿ were the same issues observed during the first incident? - yes. ¿ how many pen needle(s) was affected? - 2 ¿ is there sample available to return for investigation? - no. ¿ how was the patient outcome? - staff were unsure if the patient received the dose of insulin in one of the occurrences. ¿ was there any adverse event or serious injury reported? - no. ¿ was there any medical intervention needed? - no.